Event description:
The sales representative reported on behalf of the user facility that the hallu-s plate broke six weeks after the procedure. The pt was of a normal weight and as post-operative treatment, the surgeon put the pt into a cast. A revision surgery has been performed in 2006. A new plate (bigger size) was implanted. The surgery was successful.

Manufacturer narrative:
The device has been received for evaluation and an investigation is ongoing based on the reported info.